Event description:
On (B)(6) 2011, customer reported that reagent probe b was leaking on the dxc 800 pro instrument. Customer was not certain as to which reagent was leaking from the probe. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument the same day and found that reagent probe b had a constant drip. Fse observed that the wash collar would stick open and cause the probe to leak. Fse replace the 2-way valve and no further leaks were observed or reported by the customer.

Manufacturer narrative:
(B)(4).